Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have noticed sometimes the patient programmer would read error and not connect without the antenna plugged in. They were reviewed troubleshooting options and the poor communication was resolved. The were told to place under the incision line on the skin to communicate. The caller stated she was placing it above the incision. It was further reported that the patient had been having more accidents and not feeling the stimulation. Caller stated the symptoms had returned 100 percent and she was back to wearing pull ups. The caller stated they were going to increase the stimulation to see if that would help with the symptoms. Caller stated they would be seeing the healthcare professional (hcp) in a month so and they would discuss further with them. No further complications were anticipated/reported.